Manufacturer narrative:
(B)(4). The patient (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the event, treatment details, recovery status, and action taken with dianeal and physioneal therapies were not reported. One day prior to the date this report was received, the patient was discharged from the hospital. No additional information is available.